Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2019, due to the patient requiring frequent MRI's for a non-device related health issue. It is unknown whether the patient will be reimplanted, as of the date of this report.